Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, scratch on iol was not visually significant. It was located in the center. No adverse device effects notated at this time. Scratch was seen at visit 1a and 2a but was too soon to determine for certain. Additional information has been requested and received stating that issue was noticed on pod#1i.e., (B)(6) 2024. The issue with the lens was not noticed until the one-day post-op visit - this was not notated or noticed in surgery.